Manufacturer narrative:
We are still investigating this reported incident. A f/u report will be submitted as soon as our investigation is complete.

Event description:
It was reported that the infinity delta switched off and had to be switched on manually. It was also reported that the monitor loses its nbp interval. No injury was reported.